Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 128 mg/dl, and the meter bg reading was 69 mg/dl. Reportedly, the customer received a slight bruise to the head. Customer was treated by paramedics with glucagon and was subsequently transported and admitted to the hospital on (B)(6) 2020 with a low bg level of 20 mg/dl and was administered glucagon and intravenous fluids. Customer was released from the hospital later the same day with a slight bruise but no permanent damage. A replacement sensor was sent to the customer.